Manufacturer narrative:
Analysis found that the device came in with stim 1 functional failure due to a blown fuse and two worn wave washers. The interface was disassembled, cleaned, replaced fuses, replaced washers, reassembled, and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient interface had no response at all during the procedure. There was no visual and audible indicator that alerted the user of the issue. There was no patient impact.